Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer&#38112;blood glucose (bg) level was 158 mg/dl. The customer was able to load a new cartridge successfully and delivered a correction bolus to address bg level. In addition, the customer will use the pump for continued insulin therapy, and if needed, has manual injections available as alternate insulin therapy.